Manufacturer narrative:
The reported event was confirmed. The plausible cause of the reported event was use error, possible over tightening of the needle to the syringe. The device was evaluated and the broken glass syringe tip was observed. The luer lock was still attached to the tip. The manufacturing records were review and there was open nonconformances recorded in the record. The nonconformance was not related to the reported event. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2019 it was reported to anika that an orthovisc syringe broke during a knee injection. The needle gauge is unknown. There was no negative patient or user impact. The device was returned to the manufacturing plant for analysis.